Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer stated that they are unable to exit the preparing to prime loop and that the insulin is squirting out during the manual prime. Through troubleshooting it was noted that the drive support cap was protruded. No further information reported.